Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented for a follow-up in hospital. During examination of lead, it was noted that there was noise on atrial lead. Physician capped and replaced the atrial lead on (B)(6) 2021. There were no adverse consequences to the patient due to the procedure.